Manufacturer narrative:
Mentor received additional event information that the suspect medical device was a 300cc mentor memorygel breast implant with implantation date of (B)(6) 2015, and the patient¿s capsular contracture was baker grade iii-IV on the left breast. Section d. Suspect medical device information has been updated as per the additional event information received. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: chest injury, capsular contracture baker grade unknown. Explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast augmentation with unknown mentor breast implants has suffered a chest injury after a car accident, and experienced bilatateral capsular contracture (unknown grade) postoperatively. The patient presented with hard and encapsulated breasts. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021. This medwatch report has been defaulted to saline breast implant due to unknown type. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the first of two implants.